Event description:
On march 30th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations where estimated values provided by the eversense app were entered as calibrations rather than true bg values. Customer care recommended that the user re-link their sensor to clear calibration history and re-initialize the system. Post re-link, the user was advised to continue using the system and to enter calibrations with the exact value reported by the bg meter and at the exact time at which the bg was measured. Per dms review, the user was using the system with up-to-date information.